Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The camera base was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned positioning sensor unit (psu) had failed an accuracy test (aak) at .30 mm with a passing threshold of .25 mm. A check of the event log also revealed an intermittent history of firmware incompatibility. The psu had not been previously returned for a failure. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system failed its accuracy assessment kit (aak) test. No patient was present at the time of the event.